Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Symptoms/ae: in-stent restenosis. Time of ae: 8 months post procedure. It was reported that eight months post an uneventful right internal carotid artery stenting procedure, the patient was diagnosed with in-stent restenosis confirmed by angiogram to be 80% restenosed. Balloon angioplasty was performed with an rx accunet in place. The remaining stenosis was 10-15%. There were no adverse patient effects reported. One day post procedure, the patient was discharged to home. Although requested, there is no additional information available. Study event.